Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer performed multiple supply changes and the occlusion alarms continued. The customer's blood glucose (bg) level was 500mg/dl at its highest and manual injections were administered to address the bg level. As the customer was not receiving an occlusion alarm when tandem technical support (cts) was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed. Cts went ahead and performed a 120 unit test and verified the pump was functioning as expected. After the 120 unit test, the customer successfully resumed insulin deliveries.